Manufacturer narrative:
Event date approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: (B)(4). Model: sc-2316-70. Serial: (B)(4). Batch: 18448235 . Product family: scs-linear leads. Upn: (B)(4). Model: sc-2316-50. Serial: (B)(4). Batch: 18744968.

Event description:
It was reported that the patients leads had high impedances. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads were discarded per hospital policy.